Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"during priming, customer noticed a small leak at the luer port on the arterial outlet. They reattached and the pressure line and then changed the pressure line with the same result. They then changed the oxygenator and the problem was resolved. Customer noticed that there is no threads on the under part of this luer." (B)(4).

Manufacturer narrative:
(B)(4). It has now been concluded that the most likely cause of the crack, which led to the leakage, was due to pressure being exerted from the male connector. As a result the crack which is restricted to the middle of the luer lock occurred.

Event description:
Ref.: # (B)(4).

Event description:
(B)(4).